Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient experienced leg stimulation. It was also mentioned that the lead migrated and eventually patient lost coverage of painful areas. The patient underwent a lead replacement procedure and was reportedly doing well postoperatively.